Event description:
The customer reported that during a case, the forcefxc generator was in use when an olympus a0393 monopolar instrument cable shorted and a fire/flame occurred on the olympus cord. The cord self-extinquished and there was no injury to the patient or personnel.

Manufacturer narrative:
(B)(4). The generator was returned for evaluation, and nothing was found that would have caused or contributed to the reported event. The investigation found the unit functioned normally and within specifications.